Manufacturer narrative:
H2: additional information: h6: health effect - impact code. H3, h6: the reported device was received for evaluation. A visual inspection revealed the device is not in its original packaging. Device 1 was returned with no anchor, needles or suture material. Device 2 was returned with the anchor and needles attached to the sutures. There is debris on all returned items. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include inadequate bone quality, improper preparation of the insertion site, or off-axis insertion of the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy, the specialist was placing the twinfix, he pulled the ultrabraid strands that come out of the anchor and pulled it so hard that he pulled out the anchor completely, a second twinfix of the same lot number was used and the same thing happened because it impacted the anchor too hard and pulled the strands with enough force. He was informed about the placement of the anchor but he ignored the procedure and ended up doing some stitches with the same ultrabraid strands of the anchors. There was no delay reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).